Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine (right cheek and left cheek, respectively 2 x 0.1 ml; nasolabial right and left, respectively 2 x 0.1 ml; right and left corners of the mouth, respectively 1 x 0.1 ml). Patient presented with "subcutaneous granuloma-like nodules in both labial angles". No treatment reported. Symptoms ongoing.